Event description:
It was reported that the rigid video laparoscope exhibited a connection failure with no image being displayed. The issue occurred during installation. There was no patient involvement.

Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). The device was returned to olympus for inspection, and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is most likely that the reported malfunction connection failure was due to a component failure of the universal cable, which led to the image not being displayed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.